Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fibrillation with rapid ventricular response. The patient experienced shortness of breath with exertion. During the procedure to upgrade the system to a dual chamber implantable cardioverter defibrillator, a small hematoma was noted inferior to the device. The device was explanted and replaced with a competitor product. No further information is available.